Manufacturer narrative:
Per customer, while troubleshooting carbon dioxide (co2) calibration failure, the customer replaced the co2 electrode membrane, during the process of replacing the co2 electrode membrane, the membrane retainer broke. The customer did not have a replacement for the retainer and the customer attempted to install the co2 electrode without the retainer, which caused the flow cell to leak. Customer technical support assisted the customer to disconnect the ise reagent lines and clamp off the flow cell tubes to stop the leak. A bci field service engineer (fse) found broken o-ring over co2 membrane and no co2 buffer and no ise reference in debubblers. Fse filled debubblers and found no straw on pick up line of co2 alkaline buffer. Fse replaced straw, cleaned flow cell and replaced membrane on co2 electrode along with new o-ring. Fse primed several times and calibrated twice with no errors. Ran qc and all qc is within 2 sd of expected mean. Fse informed customer of possible drift due to cleaning flow cell. Fse instructed the customer to recalibrate and qc system if it did drift.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to flow cell leak on the synchron cx9 alx clinical systems. No injury or exposure was reported. The operator did not seek medical attention.